Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 1.7 mmol/l (30.6 mg/dl) and became unconscious while wearing the pod on the leg. The ambulance was called and the patient was administered a glucagon injection. The pod was disposed.